Event description:
Information was received from a consumer receiving morphine (unknown dose and concentration) via an implantable infusion pump indicated for non-malignant pain and back pain with leg pain. It was reported the was in the hospital and they wanted to do an MRI. The consumer stated they told her the pump will get hot. Patient services reviewed guidelines. The consumer stated she was in the hospital and the MRI are related to the pump. The consumer stated "apparently the pump is not working". The consumer stated she had been in "the most severe pain" and everyone at the hospital thought the severe back pain was due to the pump. The consumer stated she has had no falls or trauma and the pump was not alarming. The consumer stated she had a sudden return of severe back pain that was hurting so bad she wished she would just pass out. The consumer stated the managing physician was not aware of the issue. The consumer was redirected to their healthcare provider to further address the issue. Additional information was received on 2022-dec-15 from the consumer reporting they had their MRI on (B)(6) 2022 and they were waiting for someone to check their pump. The consumer noted they don't think it's doing much anyway. The consumer noted it wasn't turned up enough. The consumer stated the healthcare provider (hcp) in the hospital was going to have a neurosurgeon talk to them about their back and doing therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.